Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Cts provided guidance on resetting the pump, and after the reset, the malfunction code did not reoccur. The customer was advised to continue using the pump and to call back if any issues arose again, which the caller acknowledged and understood.